Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device ha been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that when the customer tried programming information into the insulin pump, the numbers kept scrolling up nonstop. Also, the buttons were unresponsive. The customer's blood glucose was 150 mg/dl. The customer stated that the reported event happened one month prior to the device was advised. Nothing further was reported.